Event description:
The user facility reported a 76 year old male with an impella cp due to acute myocardial infarction. During placement, the physician was unable to get the impella cp in proper placement in left ventricle with the wire nor pigtail catheter. Switched to al1 catheter, then wire and catheter were able to be successfully placed in to lv apex. However, when the cp crossed the aortic valve on the 0.018 wire, the pump was pointing at the posterior wall and was unable to be torqued into another position. The cp was removed and re-wired 3 times in an attempt to get proper placement before aborting case. The patient was on va ECMO, which was running prior to impella attempted placement. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Omitted code e2343 based on a review of the complaint record. H11: updated based on the results of the investigation. Investigation summary: unable to place or position : the cause of the positioning issue was unable to be determined due to insufficient clinical details.